Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury. All information known at the time of this report has been included.

Event description:
During non-clinical use on (B)(6) 2026 there was a non-recoverable alarm on the bedside unit. No harm to a patient, but if this occurred during surgery it could lead to a conversion.